Event description:
It was reported that during implant the right ventricular lead could not be fixated. The physician elected to use another lead. The patient is recovering after the procedure.

Manufacturer narrative:
The reported events of helix could not be fixed was not confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found. The lead was otherwise normal.